Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 38 x 3.00mm was returned for analysis. A visual and tactile inspection identified multiple hypotube kinks identified along the hypotube shaft. A visual and tactile examination of the outer and inner shaft section found inner shaft polymer extrusion bunched 8.1cm from the tip. A microscopic examination found that stent was not attached to balloon, crimp marks are visible, no indication of positive pressure. Balloon cones were reviewed, and no issues were noted. A microscopic examination of the bumper tip showed no signs of damage.

Event description:
Reportable based on device analysis completed on 26-feb-2026. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to distal left circumflex artery. Following pre-dilatation with a semi-compliant balloon, a 38 x 3.00mm promus premier drug-eluting stent (des) was advanced but failed to cross the lesion. Further dilation was performed with a non-compliant balloon at higher pressure, but still the 38 x 3.00mm promus premier des failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed stent detachment.